Event description:
Device report from synthes reports an event in the USA as follows: surgeon reported that 10 days post-op of a rfna case, a distal interlock screw had backed out of the nail. Exact size of nail is unknown, but that information can be provided upon request. X-ray is also available if needed. Unknown nail distal locking screw (part# unknown, lot# unknown, quantity 1) this complaint involves one (1) device. This report is for one (1) unk - screws: locking this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.